Event description:
On (B)(6) 2019 scope tech had difficulty passing a cleaning brush through a scope. An rn came to assist, when she inserted the brush from the end of the scope, a piece of an older brush was pushed out of the other end. The piece of the older brush in this scope for an unk amount of time. This occurrence triggered the entire dept to go through a cleaning competency and demonstration. Dept leadership reviewed the cleaning process and reiterated the importance of checking the brush condition after use and removal from scope. The length of the old brush that came out of the scope was approx 6 inches. On (B)(6) 2019 scope rn set up a scope for a colonoscopy with no malfunctions noted. Buttons were inserted without resistance and the scope suction was working properly. During colonoscope procedure, the physician reported the scope suction was not working properly. The scope rn checked the suction canister to find it was working properly, but the button was no longer working properly. Button was removed, but when a new one was being inserted, resistance was met in the channel. Rn used a flashlight to look in channel while the physician used his finger over the suction, to find an object was moving with the suction. Physician and another rn were notified. Rn retrieved a hemostat to remove the object from the scope. Rn removed the tip of a cleaning brush, approx 2 inches in length, from the scope. Buttons were replaced in the scope and the procedure was completed without complications. This brush was in the scope for an undetermined length of time, but looked to be old and frayed upon removal. No picture available, but based on the attached picture, this instance was the full brush head and a bit more of the cord. It is possible that the lodge brushes were user error. We are not certain the avenue of reporting that is necessary, but thought that this was the best first step. FDA safety report ID# (B)(4).